Event description:
It was reported that balloon detachment occurred. A 3.0mm x 150mm x 150cm sterling sl balloon catheter was advanced for use. However, during the procedure, the proximal of the balloon was separated from the shaft. No patient complications were reported.